Event description:
MDR decision date: (B)(6) - no serious injury alleged. Malfunction alleged. Provider states no specific information on joystick malfunction. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.